Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. The physician noted the issue was likely caused by the lead/tissue interface and not by lead malfunction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.